Event description:
It was reported that the customer had high blood glucose levels in the range of 600 mg/dl to 700 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. The customer also reported being diagnosed with lyme disease and believes it may have affected her blood glucose levels. The customer was also suffering from dehydration and low sodium at the time of hospitalization. The customer was also found to have ketones in her system. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported trying to treat with the insulin pump. The customer was also diagnosed with a leg edema a month prior to the event. The customer also reported a motor error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)